Event description:
Customer reports 0.8% resolve panel b lot vrb286 exp 10aug2021 did not react with what they believe to be is a homozygous anti-jka. Testing was done using patient's plasma on the vision using igg gel card lot 112020001-01. Cells 14, 15, 20 are listed on the antigram as jka pos, jkb neg and the reactions were: cell 14 neg cell 15 question mark result by vision, modified by user to pos 1+ cell 17 question mark result by vision, modified by user to pos 1+ cell 20 pos 1+. Additional testing was also done with 0.8% resolve panel a lot vra384, see mxp (B)(4). Relevant information: - issue started on: (B)(6) 2021. - sample ID:(B)(6). - number of samples affected? One patient. - was qc affected? Not done. - was any expired product used? No. Patient clinical history: no history of antibody, but previously transfused within 3 months, antigen typing not possible on patient cells. - patient's diagnosis: not provided. - list of medications: not provided. - number of blood unit transfused: not provided. Product handling protocol: - cassette/gel card storage temperature range: as per IFU - cassette/gel card orientation: upright - rbc storage and handling: as per IFU - visual appearance before use: acceptable - was the vial freshly opened? No. The patient had a negative dat but the customer performed an elution and tested the eluate against this panel. Results were negative. Customer has antigen typed donor units and will transfuse jka antigen negative red cells if needed. Tsc: requested qc to be done on the panel but customer would not commit to doing so. Tsc also requested she antigen type the panel cells for the jka antigen and she declined. Order report was emailed to tsc. Results were reviewed. Customer could not explain why cell 17 was unexpectantly positive but continued to believe the homozygous anti-jka was present.

Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No definitive root cause has been identified. There was no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyzer to perform as intended. No incorrect or erroneous results were reported. No patient was harmed as a result of this event. (B)(4)